Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
On 11/05/2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges the patient was admitted to the hospital in 2007. While hospitalized, the patient was administered heparin, the following month began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. The patient passed in 2008.